Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter's insulin pump alarmed with no delivery. The patient's blood glucose at the time of incident was 480 mg/dl, which she treated with a manual insulin injection. Troubleshooting was initiated for the no delivery. The insulin pump performed the priming process successfully; no alarms occurred and insulin exited the tubing. No further troubleshooting occurred as the customer felt nauseous. The insulin pump was not returned for analysis and a replacement infusion set was shipped to the customer.